Manufacturer narrative:
The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m, inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6)2017 it was reported to k2m, inc. That a loose set screw was identified post-operatively. The revision surgery occured on (B)(6)2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Several points of wear on the rod indicate proper engagement of the set screw. The significant curves introduced to the rod may have prevented the set screw from seating flush, therefore compromising the integrity of the lock. The polyaxial screw showed no visible signs of damage to the thread form, indicating that the set screw was not cross-threaded during locking. However, significant wear marks were visible at the bottom of the head, so proper engagement with the rod could not be confirmed. The set screw showed no signs of wear at the thread form, further supporting the indication that no cross-threading occurred. The bottom of the set screw showed markings consistent with the rod, but proper engagement of the set screw could not be determined due to significant discoloration.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a loose set screw was identified post-operatively. The revision surgery occured on (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings. A review of relevant manufacturing and inspection records was performed and no relevant discrepancies were discovered.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a loose set screw was identified post-operatively. The revision surgery occured on (B)(6) 2017.